Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four events of infusion set steel cannula bent on (B)(6) 2025. The event occurred within three hours of insertion. The infusion site was abdomen. The blood glucose level was high and patient treated it with correction injection via multiple daily injection. Patient's friend help her with water and gatorade zero. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.